Event description:
It was reported the tubing was cloudy in a small volume infusor. The user could not rule out white particulate matter in the tubing. This issue was discovered after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured between (B)(6) 2021. The device was received for evaluation with no fluid in the bladder. During visual inspection, no evidence of particulate matter was inside the tubing line or white cloudy color tubing line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.